Event description:
Product disconnected where the i.v. Tubing bonds to the bifurcated junction. A moderate amount of blood loss was noted. Heparin and integral were infusing. Patient did not require any medical intervention due to this event.